Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported a left side deflation and exchange from textured to smooth due to concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation and exchange from textured to smooth due to concern with the product. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening in anterior side assessed as surgical damage like. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ white calcification observed outer the device. ¿ brown particles observed outer the device.